Event description:
During surgery the patient's tibia was fractured during insertion of the tibial punch. The punk was inserted without the cone

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.